Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # r5756n. Device analysis: the analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The cartridge was loaded into the device without difficulties. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested but unavailable: can you please clarify, did the ats45 deliver two full rows of staples prior to "locking out"? Or did the device begin to deliver staples and only two staples of each row were delivered? Did the device deliver a cut line? If yes, was it complete?

Event description:
It was reported that during a laparoscopic cholecystectomy, when the device was fired with a white reload, two rows of staples prematurely fired and the device locked out. The surgeon tried to pull the handles apart to unlock it and the handle broke. The white reload was stuck in the stapler as well. It is unknown how the procedure was completed. There were no patient consequences were reported.